Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken needle holder. The needle holders were loose; didn't grip the needle properly. The issue occurred when sewing the abdomen during an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, g4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: needle holder loose, weak locking function of the handles, locking mechanism to no longer function properly. A root cause could not be identified. Based on the results of the investigation, it is likely the needle holder was loose due to weak locking function of the handle and failure of locking mechanism. The most probable cause of failure of locking mechanism is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.